Event description:
As reported, approximately 6.5 years post initial left tha, surgeon made decision to revise hip due to patient dislocating posteriorly multiple times. Patient had a 60mm novation crown cup cluster-hole shell group, a novation lipped liner group 4 32mm, and a 32mm +0 cocr head on a size 10 novation element ha coated press fit stem. Surgeon revised patient via poly swap by going posterior approach and found the lipped liner faced anterior. Surgeon observed that there was some advanced wear within the poly and the head appeared to be moving around within the poly abnormally as it wasn't held within the liner as normal. Surgeon removed liner and removed head. Surgeon switched to a ceramic 36 option head with a +3.5 sleeve and went with a novation xle 10 degree face changing liner group 4 36mm.

Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the revision reported was likely the result of the orientation of the acetabular cup/liner, edge loading/impingement, patient conditions, or a combination of the three, which led to instability, recurrent dislocation and increased prosthesis wear. However, this cannot be confirmed as the explants were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.